Manufacturer narrative:
Date sent to FDA: 08/21/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International customer reported that the needle broke during use. A fragment of the broken needle is retained within the pt. There are no reported adverse events.